Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Both reported devices were received for evaluation; the event was confirmed on both of the devices. Evaluation found internal corrosion in both devices. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the devices overheated. There was no patient involvement; no patient impact.